Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a battery problem. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a battery problem. The battery was exhausted and required replacement.

Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the issue was resolved after the battery was replaced. The device was returned to service. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.